Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps, but failure analysis investigation has not been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted once evaluation has been completed and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 4 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no reported harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the rubber part of the wire protection on the fenestrated bipolar forceps was noted to be peeling. There was no report of patient involvement.

Manufacturer narrative:
Product evaluation information can be found in h6 and h10. Intuitive surgical, inc. (Isi) followed up with the chief nurse and obtained the following additional information: the instrument was inspected prior to use and no abnormality was noted. No further information was provided. D02- isi received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported failure. The instrument was found to have damage of the conductor wire¿s insulation. There was no material missing. The conductor wire was found exposed when microscopically examined by the engineering team. The instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. Additional findings not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.045¿ - 0.141" in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed the user mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.